Manufacturer narrative:
Continued postal code : (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation. Device remains implanted.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog. Deflated device observed . Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported right side deflation. Device has been explanted.